Event description:
The ventilator was running by the internal battery on the pt for one and half to two hours. Then, the unit gave a "low battery" alarm. After two minutes, the unit gave a "battery empty" alarm. After two to three minutes, the unit shut down. Please note that there was no death or no severe injury involved in the incident.